Event description:
A valiant captivia stent graft system was implanted for the endovascular treatment of a 5.5 cm in diameter thoracic aortic aneurysm. The proximal and distal aortic neck was 35 mm in diameter. The length from top of arch to proximal aneurysm was 20mm. The length from bottom of arch to proximal aneurysm was 30mm. It was reported that during the index procedure, an angiogram found a minor endoleak from the proximal side of the valiant stent graft. Touch up was given twice with another manufacturer¿s balloon however, did not resolve the endoleak. The physician decided to monitor the patient. The type of endoleak is unknown and believed to be a proximal type I or a type IV. The physician commented that the landing zone at the greater curvature was unexpectedly short, which would be the likely cause of the endoleak. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak), (unknown cause of event), patient's condition affected effectiveness of device (anatomy related; short proximal seal length); evaluation, conclusion: (unknown cause of event), known inherent risk of a procedure (endoleak), device failure/lack of effectiveness related to patient condition (anatomy related; short proximal seal length).